Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma. Article citation: han, s.; kim, r.; kim, t.s.; park, j.h.; kim, s.s.; jeong, c.; lee, j.h. A preliminary retrospective study to assess the short-term safety of traditional smooth or microtextured silicone gel-filled breast implants in korea. Medicina 16 december 2021; 57, 1370. Https://doi.org/10.3390/medicina57121370.

Event description:
Through journal article "a preliminary retrospective study to assess the short-term safety of traditional smooth or microtextured silicone gel-filled breast implants in korea" 8 patients were noted to experience varying events including "early seroma" and "rupture." Affected sides are unknown. Device status is unknown.